Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 182 mg/dl at the time of the incident. Mother states vibration stopped working, has a blank display, received battery out limit alarm and buttons are not working. Vibration stopped working about two weeks ago. Blank display occurred while trying to deliver a bolus, advised to put in a new battery mother stated display returned however received battery out limit and cannot clear it as the buttons are not working. Mother was asked to observe time clock for one minute to verify if time advances, found the time did advance. The customer¿s mother was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was monitored and no blank display noted. Unit power up properly after battery installation. Pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No audio/beep anomalies noted. After locking the connector unit received with all operating currents within spec and passed unexpected restart error test, no unexpected battery out limit noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.